Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that noise was observed on the ventricular channel. The lead was explanted and replaced. The patient had pre-syncope symptoms. Otherwise, there were no harm to the patient.